Event description:
Hcp reported the device was explanted and replaced after 82 months. No pt symptoms were reported. A follow up report will be sent if add'l info is received.

Manufacturer narrative:
Final device analysis results reveal-insufficient bond of catheter access port.